Manufacturer narrative:
(B)(4).

Event description:
It was reported that the insertion was fine, the issue was when both the guide and needle on removal, the guide kept inside the catheter into the patient. The guide was removed without any issue because part of guide was out of the catheter. The patient's condition is reported as fine.

Event description:
It was reported that the insertion was fine, the issue was when both the guide and needle on removal, the guide kept inside the catheter into the patient. The guide was removed without any issue because part of guide was out of the catheter. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned an opened ra-04020 set containing a radial arterial (ra) catheterization device for evaluation. Evidence of use was observed on the device. Visual examination of the device revealed it has been returned with the guide wire fully advanced out of the advancer tube (the handle was flush with the hub). The guide wire was observed to one distinct kink towards the distal end of the body. Significant dried blood was observed within the body of the device and on the guide wire body. No damage or anomalies were observed with the advancer tube or hub. Microscopic examination revealed offset coils at the location of the kink in the guide wire body. The distal weld was full and spherical. The kink in the guide wire was located 8 mm from the distal tip. The overall length and outer diameter of the guide wire were measured and were found to be within specification. The guide wire was able to advance and retract within the advancer tube as expected. Although the needle cannula was detached, the guide wire was able to advance through the needle with minimal resistance. Slight resistance was met while advancing the kinked portion. The distal weld was full and spherical and the proximal end was secure within the advancer handle. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. Refer to attached files the instructions-for-use (IFU) provided with this product describes suggested insertion techniques to mitigate guide wire damage. It cautions the user "if resistance is encountered while advancing spring-wire guide do not force feed" and also contains the warning "do not retract spring-wire guide against edge of needle while in vessel to minimize the risk of spring-wire guide damage." The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked 8 mm from the distal tip. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.